Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with defective shield. There was no report of injury or further medical intervention.

Manufacturer narrative:
No sample was returned for investigation. Based on the photo received from customer, safety shield disengagement was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Actual sample is required for further analysis to identify the root cause. Unable to determine a root cause.

Event description:
It was reported with the use of the bd eclipse needle there was an issue with defective shield. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd eclipse needle there was an issue with defective shield. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.